Event description:
A report was received that the patient had a burn. It was unknown if the burn was device related.

Manufacturer narrative:
Additional information was received that there was no skin breakage and no medical intervention was provided for the patients burn. Patient is reportedly doing well.

Event description:
A report was received that the patient had a burn. It was unknown if the burn was device related.